Manufacturer narrative:
The drill bit subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a thoracotomy procedure, the head of the drill bit broke. It was also reported that an x-ray was performed to locate the bur head; it was not retrieved, which resulted in a delay of 20 minutes. It was further reported a subsequent x-ray showed the bit lying on the diaphram of the pt. It was also reported that a revision surgery was planned to retrieve the broken piece.